Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. It was reported that an alternate blood glucose test was used. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a fingerstick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a fingerstick for calibration. Alternative site blood glucose values might affect sensor performance, and you might miss a low or high blood glucose value. Additionally, it was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. The dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported inaccuracy cannot be determined. At the time of contact, no injury or medical intervention was reported.